Manufacturer narrative:
Device was used for treatment, not diagnosis. Gender was reported on initial facility medwatch. This report is for an unknown screw. Per the part data provided in facility medwatch it can be part number: 209.885 for the 85mm length or part number: 209.895 for the 95mm length. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facilitymedwacth# (B)(4) medwach (B)(4) for 2014. The only information contained in this report is correction or additional information. This report is for a broken screw. This report is for 1 of 1 for complaint (B)(4).